Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: abbott vascular (av) analyzed the returned device and confirmed the reported leak in the distal end of the hub. A review of the complaint handling database found 1 similar incident from this lot. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. Av conducted root cause analysis and determined the most probable cause, which appears to be related to manufacturing. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The additional armada device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat lesions located in the moderately calcified, superficial femoral and popliteal arteries. During attempted inflation of the 4.0 x 40 mm armada 18 balloon, it was observed that there was a drop in pressure from 8 bar to 5 bar after which a leak of liquid was observed from the shaft close to the hub of the device. Another attempt was made with a 4.0 x 60 mm armada 18 balloon catheter and the same issue occurred. Another balloon catheter was used to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.